Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. Additional information obtained indicated that the lead was tested on a pacing system analyzer with p-wave measurement of 2 mv, pacing impedance measurement of greater than 2,500 ohms and intermittent capture at maximum voltage. Lead to header connection was noted fine. The rv lead was abandoned surgically and replaced. No adverse patient effects were reported. The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.